Manufacturer narrative:
On (B)(6) 2022, customer reported a fault or failure of display assembly - touch screen on their aia 360. Customer stated that they reset power twice but the issue remained.. The device was being used for diagnosis during the complaint event. On (B)(6) 2022, a field service engineer (fse) followed up with site and the issue was resolved after the analyzer was rebooted. Customer reported the instrument operating as expected and was returned to service by customer. A 13-month complaint and service history review for serial number (B)(4) from the date of 31dec2020 through aware date 31jan2022 was performed for similar complaints. There were no similar complaints identified during the search period.

Event description:
Customer reported that the touch screen does not work. The customer reset the power twice and the issue remains. This is a reportable event based on delay in reporting patient results for intact parathyroid hormone (ipth) analyte.